Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was used to treat the lad. Approximately 8 months post procedure, the patient suffered nstemi and was treated with medication but died. The death was classified as a non-sudden cardiac death. The investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication. The sponsor assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Hospitalization ticked. Cec adjudicated death as cardiac. Cec adjudicated mi as non q wave mi (vessel unknown) 3rd udmi spontaneous. If information is provided in the future, a supplemental report will be issued.